Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, right side textured to smooth implant exchange. Healthcare professional later reported, "malposition" and "capsular contracture, grade iii." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3., h.6.; device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Malposition: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: deformation device and yellow particles observed on the device.

Event description:
Healthcare professional reported right side textured to smooth implant exchange. Healthcare professional later reported "malposition" and "capsular contracture grade iii." The device has been explanted.